Event description:
The patient was seeing 4 numbers on his ptm (personal therapy manager) when trying to get a bolus. The patient went into the clinic for evaluation. Upon checking the pump status with the logs, the pump was showing a motor stall. There had been intermittent motor stalls. The pump stalled on (B)(6) 2015 at 1711 and recovered at 2130. The pump stalled again on (B)(6) 2015 at 0738 and then recovered on (B)(6) 2015 at 0329. The pump stalled again on (B)(6) 2015 at 1747 and did not recover. There had been no emi or magnetic interaction. The pump was replaced. Following the procedure, the patient was admitted to the ICU (intensive care unit). The device system was delivering fentanyl (11,000mcg/ml at 7139mcg/day), clonidine (115 mcg/ml at 74.64mcg/day), prialt (0.4mcg/ml at 0.25961mcg/day), and baclofen (260mcg/ml at 168.74mcg/day). The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient.